Manufacturer narrative:
This report is submitted on november 08, 2023.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (strength not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2023 in order to reposition the internal magnet. This report is submitted on january 10, 2024.